Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after loading a cartridge onto the pump, the pump prompted the customer to "redo" the load process. The pump history showed that the cartridge had been removed; however, the customer reported not to have removed the cartridge. Tandem technical support assisted the customer with reloading the same cartridge. Insulin delivery was resumed. The customer's blood glucose level was 98 mg/dl.